Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced gi bleeding and melena. Blood work was drawn at an outside laboratory and the patient's hemoglobin level was 9.4 g/dl and the hematocrit level was 29.8%. The patient was advised to go to an emergency room for a transfusion. On (B)(6) 2016 the patient presented to the outside hospital and reported having had 7 days of persistent melena associated with dizziness and light-headedness. On admission, their hemoglobin level was 7.9 g/dl and hematocrit level was 24%. A rectal exam revealed guiac positive stool. The patient received 3 units of packed red blood cells and their coumadin was held. On (B)(6) 2016, the hemoglobin level was 9.8 g/dl and hematocrit level was 29%. The patient was discharge home with no further evidence of bleeding and the event was reported to be resolved.